Event description:
The customer reported a communication failure error message which most likely resulted in the sys failing to boot up. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an onsite investigation. The reported issue could not be identified or duplicated. However, the svc rep replaced the cpu card batteries. The sys was operating as intended.